Event description:
The customer reported to philips by customer: 5 lead cables aren't reading. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.